Event description:
One of surgeon's pts is complaining of seeing a dark temporal shadow one month following intraocular lens implant surgery. The lens is positioned correctly and the pt's visual acuity is 10/10 (20/20). Additional info has been requested.